Manufacturer narrative:
The mcs tip cover accessory used during the da vinci-assisted surgical procedure was not returned by the site. Therefore, the root cause of the alleged customer reported issue cannot be determined. As of the date of this report, no complaints have been reported to isi involving either mcs instrument. If additional information is obtained, a follow-up MDR will be submitted. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. Additionally, a review of the instrument log for the mcs instrument part number 470179-19, lot # n13200413-0115 associated with this event has been performed. Per logs, the mcs instrument was last used on (B)(6) 2020 on system sk2155. The alleged event occurred on the (B)(6) 2020, hence, the mcs instrument which was on the ninth use was used in subsequent procedures. Image/video review: no image or video clip for the reported event was submitted for review. This complaint is reported due to the following conclusion: it was reported that during a da vinci-assisted gastric bypass surgical procedure, an insulation defect resulted in arcing and a mild superficial falciform ligament burn, that did not require any medical intervention. While there was no harm to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted endometrial resection surgical procedure, it was alleged that the patient's falciform ligament was burned with the monopolar curved scissors (mcs) instrument. The procedure was completed. On 09-sept-2020, intuitive surgical, inc. (Isi) contacted the surgeon, and obtained the following additional information regarding the reported event: the patient was a (B)(6)-year-old female. It was reported by the surgeon that during the first case of the day, when she was trying to remove the endometrial lesions on the diaphragm, she witnessed arcing from the mcs instrument. The instrument arced to the falciform ligament. However, the burn was ¿mild and superficial"; as a result, she did not have to repair the ligament. The surgeon stated that she witnessed the arcing from the middle of the ¿grey plastic portion¿ through the sheath. The surgeon confirmed that since they were exploring the upper abdomen for endometrial lesions, the electrosurgical unit settings were decreased from a four to a three, or a three to a two, she could not confirm. The surgeon confirmed the following: there were no instrument collisions, the wrist was removed during the procedure; however, the wrist was straightened during removal. The surgeon could not provide the following information: details about the mcs tip cover accessory installation, grounding pad installation, and if it was intact, if the mcs instrument and the mcs tip cover accessory were inspected before use. There is a video recording of the procedure; however, she is not sure if she can provide it for isi¿s review.